Event description:
On (B)(6) 2010, patient reported having issues with the up and down buttons on her infusion device. Patient stated the issue started about 7-10 days ago. Verified that both buttons did not respond during the call. Patient reported the buttons do not pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.